Event description:
Caller reported blood glucose results of 360 mg/dl, 260 mg/dl, 160 mg/dl, and 149 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.